Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported the device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported the device was returned to the manufacturer for evaluation at the manufacturer's service center. A "service required" code was found in the ventilator's downloaded error log that confirmed the service required alarm. The device's main board needed to be replaced to address the issue, but the repair was cancelled due to the lease being up. The unit will be scrapped.